Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the sample has been reviewed.

Event description:
Jugular approach with slight resistance while advancing filter through delivery sheath. Filter did not open, but was held in place by deliver sheath to prevent migration. Filter was removed via advanced retrieval technique

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.